Event description:
I had breast implants for 8 yrs that jeopardized my perfect health. They caused me blurry vision, chronic fatigue, hair loss, anxiety, depression, anger issues, insomnia, breast pain, and including severe yeast infections by year seven.